Manufacturer narrative:
The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed using tap water which revealed a leak on the bottom seam portion where the ports are located. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethylene vinyl acetate) tpn (total parental nutrition) bag leaked at the seam where the ports are located. The event occurred during preparation before patient use. There was no patient involvement. No additional information is available.